Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Eval: nose cone the handpiece was received with the nose cone damaged and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Possible causes of the nose cone being cracked include the handpiece being banged or dropped, or the sterilization method due to the heating and cooling of the sterilization cycles is a stressor.

Event description:
It was reported that during an unknown procedure the generator displayed the message "replace handpiece". The case was completed by using another handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No patient consequence was reported. One device is being returned.